Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they were unsure if their infusion pump and implantable neurostimulator (ins) were interacting. The patient stated that sometimes when they gave themselves a bolus with their infusion pump it shuts off their ins. The patient checked their ins and noted that the therapy was on. The patient was reviewed to document when the ins was shutting off and was advised to inform their healthcare professional (hcp). No further complications were reported or were expected.